Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the device sleeve was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
(B)(4).